Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).

Event description:
The health care professional reported that it was unknown if the stimulator was working, it was not known when the stimulator had not been working. The patient was in the hospital and thinks that the problems started on (B)(6) 2015. The patient had been having problems with confusion and weakness. The indication for use was post lumbar laminectomy syndrome. If additional information is received a follow-up report will be sent.